Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-8978p dx swivelock sl anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-8978p dx swivelock sl. This was discovered during a tfcc repair procedure on (B)(6) 2023. No delay no harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. Picture evaluation of an ar-8978p dx swivelock® sl, with forked eyelet, 3.5x8.5mm, batch 15034356, attached to the complaint, where the screw is observed attached to the shaft. It is concluded that the screw shows some damage to the distal end; however, due to the angle of the picture is not possible to determine the damage or any other abnormalities to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause is a user error, improper bone preparation, or misaligned insertion.